Event description:
The complaint involved a pt who underwent hip revision surgery on (B)(6) 2013. The original surgery was dated (B)(6) 2009. The revision surgery was a result of pt pain and elevated cobalt chromium levels. In the revision, the omni stem and neck were removed as well as the non-omni cup and head. Per FDA report mw5038093.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the mfg and sterilization documentation for the explanted device revealed no deviation from process or non-conformity of product that would have caused the adverse event.